Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection showed it was in good physical condition, with small amounts of wear and tear on the enclosure and the plate clip broken. The device was unpacked, the tank was filled with water and a disposable was attached. The start button was pressed and after about 30 seconds the tank cover on the left side was leaking, confirming the customer's indicated failure. The damaged tank cover was determined to be the root cause of the leakage and was replaced with the tank gasket and plate clip. After repair, a functional test was performed. The temp was stable and in range after calibration, and the leakage had stopped. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device leaked. There was unknown patient involvement and unknown patient harm, adverse event reported.